Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly calcified forearm vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during initial inflation, the pressure did not increase and the balloon ruptured at the middle part. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) device evaluated by MFR.: fg sv/5.0-4/4t/40 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The balloon could not be inflated due to severe damage to the shaft of the device. A visual examination found no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely damaged/cut beginning approximately 8mm proximal of the proximal balloon bond and extending approximately 4mm proximally along the shaft. This type of damage could potentially have been due to the device having an interaction with a sharp object or another device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly calcified forearm vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during initial inflation, the pressure did not increase and the balloon ruptured at the middle part. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition post-procedure.